Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, two resolute onyx des were implanted in the lad. Cec adjudicated that the patient suffered non-q-wave mi (target vessel) and a side branch occlusion on the same day post index procedure. Safety assessed that the event was not related to index device or antiplatelets medication.